Manufacturer narrative:
Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(4), UDI#: (B)(4). Event occurred in (B)(6) . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the navigation system was delivered and checked the operation, the positioning sensor unit (psu) was not recognized. The contact of the power box of the polaris spectra system control unit (scu) and the cable was adjusted. This allowed the psu to work. When the cable was touched it crackled. There was no patient present at the time of the event.